Manufacturer narrative:
Concomitant medical product: adsr01 ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change fluoroscopy reveled right atrial (ra) lead had become dislodged into the superior vena cava (svc). The ra lead function was found to be normal and was re attached to the new implantable pulse generator (ipg). The ra lead remains in use. No patient complications have been reported as a result of this event.